Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a sacrospinous ligament suspension procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the dart detached from the suture during deployment. Reportedly, the detached piece was lodged into the patient's ligament. It was not reported if the detached piece was removed from the patient's ligament. The procedure was completed with another capio device. There were no patient complications as a result of this event. Should additional relevant details become available; a supplemental report will be submitted.